Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, while positioning the right ventricular lead, the patient experienced retrosternal pains and hypotension. A micro perforation was suspected. The lead was placed in a different position and the patient was given medication. The procedure was completed successfully. There were no patient consequences.